Event description:
It was reported the patient presented to the hospital with chest pain. Echo was performed and perforation with effusion was observed. Pericardial drainage was performed. During lead revision patient had drop in blood pressure and the physician had to perform an open chest procedure. A hematoma was removed. Lead was then explanted and the chest was closed successfully. The physician stated the patient's heart muscle was friable due to history of radiation therapy.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.